Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated erroneous na, k and calc results. The results were not reported out of the lab. The issue was noticed when anion gaps flagged the samples. The samples were repeated, but it is unknown if they were repeated on a different instrument, or if they were repeated after service resolved the issue. The repeat results were reported. The customer was unable to provide any specific data as to how many samples were affected, or the magnitude of error. After requests for patient data the customer stated that she no longer has the patient data results. Field service engineer (fse) examined the instrument and replaced the carbon bridge, na electrode and calc electrode tip. Fse verified performance.